Event description:
It was reported to boston scientific corporation that during preparation for a laser lithotripsy procedure, the customer removed the flexiva 365 laser fiber from a box of (five) and noticed that the sterile pouch on one of the fibers was opened along the seal. The pouch material containing the fiber had peeled apart. The pouch was not torn. The other four pouches contained in the box were in-tact. Per the complainant, the package did not appear to be tampered with and there was no shipping damage. The flexiva 365 laser fiber was still coiled in its loop. The procedure was completed with another flexiva 365 laser fiber. Follow-up with the customer indicated that no additional information is available.

Event description:
It was reported to boston scientific corporation that during preparation for a laser lithotripsy procedure, the customer removed the flexiva 365 laser fiber from a box of (five) and noticed that the sterile pouch on one of the fibers was opened along the seal. The pouch material containing the fiber had peeled apart. The pouch was not torn. The other four pouches contained in the box were in-tact. Per the complainant, the package did not appear to be tampered with and there was no shipping damage. The flexiva 365 laser fiber was still coiled in its loop. The procedure was completed with another flexiva 365 laser fiber. Follow-up with the customer indicated that no additional information is available.

Manufacturer narrative:
Visual examination of the returned product revealed the pouch seal was breached at the tangent point of the chevron seal. There is an uninterrupted witness mark along the seal, indicating that the pouch was sealed when the device was shipped from the manufacturer. The tyvek on the back of the pouch and the mylar on the front of the pouch were both crinkled, indicating the pouch was hand opened.